Event description:
Inflammatory reaction [joint inflammation] ([joint effusion]) case narrative: this case was linked to case (B)(4) (same reporter). Initial information received on 15-jan-2019 from france regarding an unsolicited valid serious case received from a physician (rheumatologist). This case involves a 50 years old female patient who experienced inflammatory reaction (latency: unknown), while the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, injection via intra-articular route, once, (dosage: not reported) (lot - unknown) for unknown indication. On an unknown date, after unknown latency, patient had important inflammatory reaction. After several joint aspirations, she went to emergency room to finally be hospitalized for 4 days. Corrective treatment: aspiration done. Outcome: recovered. Seriousness criteria: hospitalization. A product technical complaint was initiated, and results were pending for the same. Upon internal review on 12-feb-2019 with clock start date of 15-jan-2019, significant amendment performed for mir generation.

Event description:
Inflammatory reaction [joint inflammation] ([joint effusion]). Case narrative: this case was linked to (B)(4). Initial information received on 15-jan-2019 from france regarding an unsolicited valid serious case received from a physician (rheumatologist). This case involves a 50 years old female patient who experienced inflammatory reaction (latency: unknown), while the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, injection via intra-articular route, once, (dosage: not reported) (lot - unknown) for unknown indication. On an unknown date, after unknown latency, patient had important inflammatory reaction. After several joint aspirations, she went to emergency room to finally be hospitalized for 4 days. Corrective treatment: aspiration done. Outcome: recovered. Seriousness criteria: hospitalization. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: unknown global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Upon internal review on (B)(6) 2019 with clock start date of (B)(6) 2019, significant amendment performed for mir generation. Additional information received on 21-jan-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Inflammatory reaction [joint inflammation] ([joint effusion]). Case narrative: this case was linked to case (B)(4) (same reporter). Initial information received on 15-jan-2019 from france regarding an unsolicited valid serious case received from a physician (rheumatologist). This case involves a (B)(6) years old female patient who experienced inflammatory reaction (latency: unknown), while the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, injection via intra-articular route, once, (dosage: not reported) (lot - unknown) for unknown indication. On an unknown date, after unknown latency, patient had important inflammatory reaction. After several joint aspirations, she went to emergency room to finally be hospitalized for 4 days. Corrective treatment: aspiration done. Outcome: recovered. Seriousness criteria: hospitalization. A product technical complaint was initiated, and results were pending for the same.